Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500 to almost 600mg/dl and diabetic ketoacidosis. The customer treated with IV drip. Customer indicated that the pump also alarmed no delivery. Customer's doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that the customer wanted to document the incident only and no further assistance was necessary.